Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. No additional adverse patient effects were reported. This rv lead has not been returned to boston scientific.